Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the right plunger case cracked and the battery was missing. The event history log showed battery alarms. Functional testing could not replicate the reported issue; the battery was missing so the device could not be tested for issues. The root cause was undetermined. The missing battery was installed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had many occurrences of ¿enter biomed pass code¿ in the service history. There was unknown patient involvement and no patient harm.